Manufacturer narrative:
Upon investigation the push bushing to shaft nylon bond failed. Review of the device history record for this lot did not produce any findings that attribute to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure in the common femoral artery using the starclose device after an unk procedure. When the physician pressed the trigger the starclose device could not be removed from the pt without using exessive force. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.